Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose was low as 38 mg/dl. The customer¿s blood glucose 85 mg/dl at the time of call and after bolus blood glucose was 38 mg/dl. Troubleshooting was dose for low blood glucose and over delivery. The customer has been treated low blood glucose with food and glucose tablets. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The customer reviewed pump programming and customer reports programming was accurate. The customer reports pump was not worn during a medical test around high magnetic field. The insulin pump will not be returned for analysis.